Event description:
Edwards received notification of a pascal precision ace in mitral position where during the procedure, a single leaflet device attachment (slda) occurred due to device interaction. The first implant was deployed on the lateral commissure with the intention to put a second implant medial to the first one. The second device was positioned anterior-posterior (a2-p2) leading to a significant jet between the two devices. The position and the trajectory were corrected, so the second implant was closer to the first implant. There was a cleft like indentation between p1-p2. To avoid that gap, the second device ended up closer than desired and touched the first implant. Additionally, there was some interaction with the retention elements of the second implant with the first implant. Once the second device was moved away from the first one, movement and instability were observed. The first device had detached from the anterior leaflet, but regarding the commissure position it was believed to have grasped something in the subvalvular apparatus. Due to the impact, mitral regurgitation (mr) grade was again severe. It was tried to reduce it positioning the second implant as close as possible, but the risk of embolization was very high due to the movement of the first implant. The decision was then to abort the procedure after 4 hours with the commitment to come back to treat that patient. Starting and final mr grade were severe, as patient ended the procedure in the same conditions of the beginning of the procedure. There were no patient injuries due to this event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed based on the information provided by the edwards clinical specialist (cs) and on the review of the procedural transesophageal echocardiogram (tee) images provided, which confirmed an intraprocedural slda of the first pascal ace device. As per image evaluation findings, the first pascal ace device remained implanted only attached to pml (p1) scallop and detached from the aml (a1 scallop). The first device appeared unstable and mobile throughout the cardiac cycle. Regarding the second pascal ace implant, per information provided, there was a cleft like indentation between p1-p2 and ended up closer than desired touching the first implant and had to be bailed out. There are no images of the complete bail out sequence. Available information suggests that procedural factors likely contributed to the event due to inadequate leaflet insertion of the aml (a1) and interaction between the ace devices. Additionally, image difficulties could have contributed since no grasping clip was recorded and possible misinterpretation of leaflet insertion. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.